Event description:
Pt suffered atrial fibrillation. The infusion pump was set to deliver 5cc/hr of cardizem. 1 hour later the heart rate dropped from 70 to 50. Pump was found to be infusing at a rate of 80cc/hr.